Manufacturer narrative:
The impella lp2.5 was discarded by the customer; however, a device history review was performed. No manufacturing failures applicable to the failure mode for this pump. There were no other complaints relevant to the failure mode in this pump lot. There were no other complaints in either the introducer lot or the repositioning unit lot related to this failure mode. The introducer lot passed all incoming inspection. The failure mode was determined to have a low risk index based on moderate severity and very low occurrence (usage: 6227; occurrence: 5; rate: 0.08%). No further corrective actions are being taken at this time; however, the failure mode will be monitored and trended.

Event description:
The complainant reported an (B)(6) male presenting with acute myocardial infarction and cardiogenic shock. Impella lp2.5 pump was inserted on (B)(6) 2018 without any reported issues, however, on (B)(6) 2018, ischemia developed on the insertion side of the patient's leg. As treatment, pump was removed and condition improved. Patient remains in stable condition.